Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary rx fully covered rmv stent was implanted to treat a high-grade neuroendocrine tumor (net) with surrounding enlarged lymph nodes in the distal common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. Reportedly, a pre-cut sphincterotomy was performed to access patient's anatomy. According to the complainant, during the procedure, a wallflex biliary stent was deployed successfully. Reportedly, immediately after stent placement, the physician inspected the stent and found the stent implanted was an uncovered wallflex biliary stent rather than a wallflex biliary rx fully covered rmv stent as per the packaging. The physician removed the stent and a wallflex biliary 10mm x 8cm covered stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. Reportedly, the patient tolerated the procedure well and recovered uneventfully with no early signs of a complication. Additional information received on august 18, 2020: according to the complainant, the patient's anatomy was not tortous and was not dilated prior to stent placement. The stent was removed using forceps and the patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: problem code 2911 captures the reportable event of label incorrect one used. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block b5 has been updated with the additional information received on august 18, 2020. Block h6: problem code 2911 captures the reportable event of label incorrect one used. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 13, 2020 that a wallflex biliary rx fully covered rmv stent was implanted to treat a high-grade neuroendocrine tumor (net) with surrounding enlarged lymph nodes in the distal common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020 .reportedly, a pre-cut sphincterotomy was performed to access patient's anatomy. According to the complainant, during the procedure, a wallflex biliary stent was deployed successfully. Reportedly, immediately after stent placement, the physician inspected the stent and found the stent implanted was an uncovered wallflex biliary stent rather than a wallflex biliary rx fully covered rmv stent as per the packaging. The physician removed the stent and a wallflex biliary 10mm x 8cm covered stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. Reportedly, the patient tolerated the procedure well and recovered uneventfully with no early signs of a complication. ***additional information received on august 18, 2020*** according to the complainant, the patient's anatomy was not tortous and was not dilated prior to stent placement. The stent was removed using forceps and the patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 13, 2020 that a wallflex biliary rx fully covered rmv stent was implanted to treat a high-grade neuroendocrine tumor (net) with surrounding enlarged lymph nodes in the distal common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. Reportedly, a pre-cut sphincterotomy was performed to access patient's anatomy. According to the complainant, during the procedure, a wallflex biliary stent was deployed successfully. Reportedly, immediately after stent placement, the physician inspected the stent and found the stent implanted was an uncovered wallflex biliary stent rather than a wallflex biliary rx fully covered rmv stent as per the packaging. The physician removed the stent and a wallflex biliary 10mm x 8cm covered stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. Reportedly, the patient tolerated the procedure well and recovered uneventfully with no early signs of a complication.